Event description:
It was reported that the user experienced hyperglycemia, with the pump displaying a glucose value of 235 mg/dl and a confirmatory fingerstick of 227 mg/dl, without a reported dietary trigger; the user was instructed to replace the infusion set, confirm insulin drops, and fill the cannula, and they planned to follow up after observation. Symptoms included elevated blood glucose. Outcomes included user self-management at home without alarms, alerts, or hospitalization. Investigation included guided troubleshooting and education focused on infusion set function and insulin delivery continuity. Investigation of this case revealed no device alarms and a potential infusion site or delivery issue could not be ruled out based on the response to set change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.